Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device continuously reboots by itself. Per review of wo on (B)(6)2024, patient was fine after continuing therapy on another arctic sun. Per follow up information received via mail on 19dec2024, it was noted device will not be sent for a bd-approved facility waiting for spare part to order by region and replacement for customer. Chiller pump and processor card are the issue for this case. Chiller pump and processor card will be replaced. Ordering in progress from region. Patients continue therapy with another as 5000. No impact to patient.

Event description:
It was reported that the arctic sun device continuously reboots by itself. Per review of wo on 16dec2024, patient was fine after continuing therapy on another arctic sun. Per follow up information received via mail on 19dec2024, it was noted device will not be sent for a bd-approved facility waiting for spare part to order by region and replacement for customer. Chiller pump and processor card are the issue for this case. Chiller pump and processor card will be replaced. Ordering in progress from region. Patients continue therapy with another as 5000. No impact to patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-08067. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.